Event description:
Update: an internal review of the five (5) received x-rays was performed by a synthes medical director with conclusions as follows: it is difficult to say if the screws cut-out, because we do not have intra-operative images (particularly, ap images) to confirm that the screws were ever in the pedicle. It (the event description) states that they used a pedicle sounder before inserting the screws, but it does not say whether or not they used x-ray or fluoro in the or to confirm. In agreement with description, both screws appear to be out of pedicles.

Manufacturer narrative:
DHR review ¿ 04.632.740s ¿ 8619990. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 19.sep.2013 (delivered from supplier to (B)(4)). Expiry date: 01.sep.2023 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: lot number of subject device was obtained. Expiration date reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent a posterior lumbar interbody fusion (plif) procedure at levels l4-5 to treat canal stenosis. During the procedure four, 7.0mm titanium matrix polyaxial screws were implanted. It was reported that the surgeon used the following procedural steps during the surgery: probing and tapping; using pedicle sounder for safety and insert screw; rod insertion and distraction for plif; compression after plif; final tightening of the screws by torque wrench, and the surgery was complete. However, after a few days of the surgery, the surgeon observed via an x-ray on an unknown date, that ¿cut-out¿ of the screws had occurred at the l4 region and there was an anomaly regarding the direction of screws implanted at the l5 region. The surgeon is addressing this issue by having the patient wear a hard corset. Revision surgery has not been planned or scheduled at this time. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Five (5) x-rays: one taken on (B)(6) 2015. The remaining four (4) were taken on unknown date(s). A partial patient identifier is visible on one of the received x-rays: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Date of event is unknown. Additional device product codes are mnh, mni, kwq and kwp. The exact date of device implant is unknown. The subject device remains implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.